Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported it was taking too long to recharge and the patient was only getting two coupling bars for the past 7-10 days. It was also stated it had been an issue for 2-5 days, so the timeline is not clear. The ins would not charge up to 100%. Actions taken included recharging the ins. Troubleshooting included repositioning the antenna over the ins. Instructions were given to adjust the antenna dial, but the patient did not understand. It was noted the ins was on and battery was okay. Additional information was received stating the ins would only charge to 50%. Repositioning the antenna over the ins resulted in 6-8 bars and resolved the poor coupling; however, it was stated they didn't move and coupling went from 2 to 8 bars. The ins was at 50% at the time of this report. A replacement antenna was sent. No medical symptoms were reported. No further complications were reported/anticipated. Additional information was received from the consumer. It was reported the patient had poor coupling. The caller stated both she and her father tried to recharge the ins however they were not able to get the bars shaded even after adjusting the dial. The caller stated he replaced the antenna and it helped for a while and then the coupling issue started again. At the time of the call the patient had a port placed right near her incision scar for her ins and there was a concern of swelling. The caller said that the ins was 75% full. The caller declined to troubleshoot during the call because they were not with the patient. No ins pocket concerns were mentioned as possible reasons for the recharging concerns. The caller stated they will call back later for troubleshooting. No symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the recharging/coupling issues was that the patient¿s husband did not know how to recharge ¿the machine¿. As an action to resolve the issue, the husband was educated on how to recharge the ins. The issue was reported as resolved. There were no further complications reported or anticipated.